Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "status 66", "status 104", "status 93" and "cannot dump". The complainant indicated that there was no pt involvement in the reported failure.